Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. Product was implanted on (B)(6) 2009 and the patient is currently being monitored due to unknown reason.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).